Manufacturer narrative:
Follow-up #1 date of submission 01/22/2015-device evaluation: the meter has been returned and evaluated by product analysis on 01/08/2015 with the following findings:the meter powered up normally and was successfully paired with a test pump. A 5.0unit ezcarb bolus and a 5.0unit ezbg bolus were successfully delivered from the meter to the test pump with no errors; the meter did not revert to the set up menu when attempting either bolus. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that when attempting to program an ezcarb or ezbg bolus from the meter remote, the meter returns to the setup menu. The reporter noted that the patient was able to bolus using the normal bolus feature. The reporter stated that the issue had not affected insulin delivery, but that the patient had lost confidence in the meter remote and requested the product be replaced. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.